Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the clip that holds the probe wipe in position was missing. The fse used a paperclip to temporarily hold the probe wipe in place and ordered a replacement clip. Upon follow-up, the customer confirmed the replacement clip was installed and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter act diff 12 analyzer. The "colume" of the leak was a few milliliters and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.